Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Conclusions: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the lad. The patient suffered an mi approximately 20 months post index procedure. The patient was treated with medication and a heart catherization. The investigator assessed that there was no relationship between the event and the study device. The patient recovered with treatment.

Event description:
It is reported that the target lesion was not involved in the previously reported mi.